Manufacturer narrative:
(B)(4). Conclusion: actual suture parts were returned for evaluation. Part 1 shows a surgical knot with 4 free ends. During a microscopic evaluation, 2 ends show clear cutting marks and seem to be connected to a loop. The other 2 ends show a frayed structure. Part 2 shows a loop-knot and 4 free ends. Two of the ends also show clear cutting marks and seem to be connected to a loop. The other 2 ends show a frayed structure and a cut end. The longer suture piece (part 2) was tested for knot pull and it met the requirements. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and continuous suture was used on th fascia. The patient experienced a wound dehiscence with serosanguinous fluid ooze from wound and severe pain on (B)(6) 2011. The patient underwent a second procedure. The surgeon found the knots were intact on each side. The suture had divided towards the middle of the repair and two free ends of suture were lying free on each side. The patient was resutured and is recovering.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.